Event description:
It was reported that the patient¿s implant took place a few years ago and everything was fine. The patient then lost 50 pounds and the device was ¿hanging by loose skin.¿ the patient went to a plastic surgeon and her urologist, but they worked in two different hospitals. Thus, the patient¿s urologist referred her to a doctor at the same hospital as the plastic surgeon. The patient scheduled an appointment with this new doctor and he said that either he or someone in the office could work with the plastic surgeon to adjust the device while the surgeon removed the excess skin. No urologist attended the surgery because the plastic surgeon stated that the doctor told him how to adjust it and it was easy. Since this adjustment the device had not worked properly. The first problem was that it would spontaneously start to increase the stimulation level on its own until the patient was about to scream. Then, all of the settings would travel down the patient¿s right leg. The patient did have sciatica in her left leg and it was great that t hat went away with the first surgery, but the second surgery sent impulses down her right leg. The patient¿s right hip and leg became numb and she started falling all of the time. The patient rolled down an entire flight of stairs last october and spent a week in the hospital. At that point the patient ¿still did not put two and two together.¿ the patient saw her hip doctor ¿a few months ago¿ who stated that she had some dysplasia, but not severe enough to perform surgery on for two years. The patient thought about her device and decided to see what would happen if she turned if off. The patient did not fall one time with the device off. The patient recently saw a back surgeon and turned it on to have him feel it run down her right leg. It could be felt with one¿s hand. The patient stated that she was to have a myelogram next week and she was concerned about the needle because the plastic surgeon ¿just shoved the extra cord at the bottom of the base of her spine.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v646604, implanted: (B)(6) 2011, product type: lead. (B)(4).